Event description:
A complaint was reported for the ins8400 accudrain without the anti-reflux valve which stated that there was an issue with the rubber straps breaking and the main manifold knob breaking away from the panel. There was also an issue with the panel stop cock to the main panel. The device was in contact with a patient, however, there was no patient injury, death alleged, revision or medical intervention required. The patient was not prepped for surgery. The device had been disposed of by the user and therefore is not available for return.

Manufacturer narrative:
Additional information was received from the customer on 24 feb 2016: in early december or late november the assistant nurse manager was approached about a possible bad batch of drains. There were two issues reported to the manager from his staff: one was related to the rubber straps breaking, which may be from overstretching and the other was that a transducer stopcock broke. He was not sure about the patient but there was no reason to believe there was anything related to them that contributed to the issues. In the case of the straps they continued using the product utilizing the other safety features and in the case of the stopcock he believed the drain was swapped out by the doctor. Integra has completed their internal investigation on 29jan2016. The investigation included: methods: review of the quality control inspection process, review of complaint history. Results: review of the quality control inspection process: as part of quality control incoming inspection, the pole straps (p/n: 20090-001) are inspected for conformance to dimensions as per (B)(4). As part of the manufacturing process, the panel stopcock is adhered to the lower handle mount by applying uv adhesive to the bottom of the three grooves (stopcock holder) on the lower handle mount per (B)(4). Once the components are assembled, the sub-assembly is passed through a uv conveyor system to complete the curing process of the adhesive applied as per (B)(4). The assembly is then 100% inspected. Quality control personnel perform the following inspections: visual inspection of the lower handle mount assembly as per (B)(4). The inspection consists in verifying the stopcock is correctly positioned on the handle flat. Lower handle mount pull test as per (B)(4). The test consists in suspending a calibrated 5lb weight from the stopcock of the lower handle mount. The junction is then visually inspected for signs of degradation. Once final product is assembled, quality control personnel perform the following inspections: lower handle mount pull test as per (B)(4). The complaint history review has been deemed satisfactory. In addition, CAPA and ncr records initiated from 2013 were reviewed for investigations related to the stopcock separation from the lower handle mount and pole strap breakage for accudrain product family. No CAPA¿s or ncr¿s were issued during this period for this condition. Conclusion: the customer complaint incident could not be verified since the device was not returned (disposed of by customer). Root cause was not determined.